Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a family/friend regarding a patient with an implanted pump. It was reported the patient's friend had a "tubing issue" and the catheter had to be replaced because it was frayed. The caller reported it happened two years after the patient was implanted. (This source document contained omitted information, unrelated to this event, which is captured in pe: (B)(4)-ran out of medication, pe: (B)(4)-spasms, pressure sores).